Manufacturer narrative:
The defective front bezel was returned for failure analysis. Previous investigations have shown that the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a defective navigational ring. The device was not in clinical use at the time of the event. There was no report of patient or user harm.